Manufacturer narrative:
Based on the limited information available for this case, it is not known what role, if any lava ultimate played in the reported outcome. Other factors, such as prior tooth history or dental treatments, may have played a role in the need for tooth extraction.

Event description:
On (B)(6) 2016, a dental professional reported the case of a patient (age and gender not provided) who required extraction of tooth #3. This tooth received a lava ultimate cad/cam restorative for ts150 restoration on (B)(6) 2015. The extraction was reported to have taken place on (B)(6) 2016; no reason for the extraction was provided to 3m.